Event description:
The customer reported a lens coming out of a scope. The customer stated that the lens was noticed missing before the scope was introduced in to the patient. The smith & nephew dyonics scope is not compatible with the sterrad nx. The customer is aware that the scope is not compatible with the unit.